Manufacturer narrative:
Integra has completed their internal investigation on september 26, 2017. Results: evaluation of returned device; evaluation verified customer information as valid. Lack of power, dermatome is not working. Micro switch assembly is damaged. Motor has a defective contact. Head assembly is damaged. Gauge bar and blade bad are having deep scratches. Eccentric screws are worn off. Gauge bar brackets are wasted. Guard clip, all width clips, screwdriver, calibration guide and screwdriver are missing DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 09/08/2015 to 09/08/2017 for this reported failure using key words "frozen", "switch" , "on" , "off" for product ID 3539700 shows that 15 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: reason for return was confirmed, dermatome (B)(4) failed function test due to the micro switch assembly was damaged. During evaluation the following items were also noted: -motor has a defective contact. -head assembly is damaged. -gauge bar and blade bad are having deep scratches. -eccentric screws are worn off. -gauge bar brackets are worn. Excessive time in service (16 months) cleaning and/or sterilization issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the on/off button is blocked. The issue was observed during beginning of procedure while in use. The event lead to 30 minutes surgical delay while the patient was in general anesthesia. No patient injury reported.